Manufacturer narrative:
The returned device was evaluated and the device was received with the needle mechanism fully deployed. The investigation found no evidence of any damages or defects that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it bent or kinked. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. While no bends or kinks were observed in the soft cannula, the exposed portion of the soft cannula was observed to be torn and shortened. Damage was also observed to the unexposed portion of the soft cannula as a result of the torn and shortened soft cannula. Fluid was unable to flow through the complete fluid path due to the torn soft cannula. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking during wear event as the timing and cause of the damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 278 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). In addition upon removal of the pod from the infusion site (arm), the cannula was found to be bent. The patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.